Manufacturer narrative:
Type of reportable event: since the distal re-entry tear was not covered by our device and there was still blood flow into the false lumen through the distal re-entry, the gore devices are not related to this death. Therefore the report is being retracted. Adverse event problem: results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
The following was reported to gore from the post market surveillance in (B)(6). On (B)(6) 2016, the patient underwent treatment of a ruptured stanford type b thoracic dissection with two conformable gore tag® thoracic endoprostheses. On (B)(6) 2016, the dissection was ruptured again. It was reported the proximal entry was successfully covered with the device, but there was still blood flow into the false lumen from the distal re-entry. On (B)(6) 2016, the patient developed multi organ failure caused by the blood loss due to the rupture. The patient expired of multi organ failure.